Event description:
It was reported that the ventilator was constantly alarming. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator was constantly alarming. Our field service engineer (fse) investigated the device at the hospital. The cause of the reported issue was due to a broken y sensor module cable. The y sensor module has a measuring function in the ventilator system, will not affect ventilation. The cause to how or why the cable broke has not been established.

Event description:
Manufacturer ref.#:(B)(4).